Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was noted that the high thresholds were due to exit block with scarring from a previous myocardial infarction. The rv lead remains in use and will be monitored. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.